Manufacturer narrative:
The main component of the system, other applicable components are: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s disease. It was reported the patient experienced post-operative left electrode rejection reaction. The patient was made a wound surgery and was currently conservative treatment. There was not more than 50% symptom reduction. The cause and troubleshooting were unknown.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va097pq, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0aaas, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead was still implanted. No further complications were reported/anticipated.